Event description:
It was reported that the ilet was dropped, the housing separated into two pieces, the user reassembled it, and after placing it on the charger the assembly separated again. Symptoms included no reported adverse clinical effects. Outcomes included use of cgm data on the dexcom g7 app and preparation to shut down the ilet pending replacement. Investigation included internal complaint intake and arrangement for device replacement with return of the original device for evaluation. Investigation of this case revealed a hardware issue consistent with external damage and screen or bezel separation of the pump housing. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from user handling.

Manufacturer narrative:
Initial.